Event description:
The reporter stated that after removing the device from the patient, the cannula remained in the patient. Additional information received via email, the reporter stated that it was observed that the cannula was missing. It was unknown if it was broken. The doctor performed an echography and an x-ray but did not find the cannula. No further information is available.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. However, samples will be evaluated and an analysis will be conducted. A supplemental report will be sent once the analysis is complete.